Event description:
The patient has had continued discomfort, especially a sense of instability in the right knee. He notes that the posterior stabilizing brace previously did provide some stability to the knee with ambulation. The patient notes near constant pain in the right knee, especially with activity. He denies any specific startup pain. The patient does endorse a pain-free interval for the first few days following his initial surgery. Infectious work up was negative. He has currently failed conservative therapy and wishes to proceed with operative intervention. Based on the patient's pre-operative history and physical examination along with radiographic findings, he was deemed an appropriate candidate for a revision right total knee arthroplasty.